Manufacturer narrative:
The assembly process and manufacturing procedure of catalog number 780-15 were reviewed and no findings related to the reported issue were found. A device history record (DHR) review was performed and there were no issues or discrepancies found that could relate to the reported complaint. The product was assembled and inspected according to specifications. The reported complaint could not be confirmed due to the lack of product sample to perform an investigation and determine the source of defect reported. If the defective sample becomes available at a later date, a follow-up report with the investigation results will be submitted.

Event description:
The complaint is reported as: failed o2 sensor test when sst done prior to use on a patient. No patient injury reported.